Event description:
The customer reported that they were unable to pace a pt. There was no report of negative pt impact.

Manufacturer narrative:
The customer reported that they were unable to pace a pt. There was no report of negative pt impact. The factory has not yet rec'd device for eval, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.